Manufacturer narrative:
It was reported that there was no patient involvement at the time the issue was discovered.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when disconnecting and reconnecting the device, it always gives the information "disconnected from patient". The customer is not able to attach the device to a new patient. It is unknown if the unit was in clinical use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The device was sent to bench for repair. Bench evaluated the device and confirmed that this is an informative alarm in which the patient circuit and alarm settings should be checked to ensure they are appropriate.

Manufacturer narrative:
Bench was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The equipment is being returned due to non-acceptance of the repair estimate. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.